Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier failed to load and was not used on the patient. Although the surgeon was able to squeeze the handles and close the jaws, no clips loaded properly at any point. A new clip applier was opened and used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied with seventeen remaining clips. The handle was returned in the neutral position. The jaws were inspected and were identify to be coplanar. A clip was observed to be backwards underneath the channel cover preventing clip advancement. Further functional evaluation noted the instrument was cycled with the seventeen remaining clips. The instrument cycled the seventeen clips properly and then went into interlock position as intended. It was reported that the clip applier failed to load. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.